Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during basal delivery. The customer reported a blood glucose (bg) level of 94 (mg/dl). The cartridge and tubing were changed to address occlusion alarm; however; another occlusion alarm occurred. The customer declined to remove their site to proceed with troubleshooting.